Event description:
It was reported that revision surgery was performed on (B)(6) 2013 due to a broken wire between the outside of the left leg and the ring. According to information from the hospital the (B)(6) patient was known to fall.

Manufacturer narrative:
An overload fracture may have occurred during the reported falls. Fatigue cracking is caused by the wire bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time.